Manufacturer narrative:
(B)(4) - secondary surgery. (B)(4) - glare. Eval method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 13.2mm implantable collamer lens in the pt's left eye. The pt has large eyes. The pt developed glare and decreased in quality of vision. The pt decided not to leave the lens implanted. The lens was explanted. No other lens was implanted. This is the secondary lens implanted in same eye. See MFR # 2023826-2011-00248 for primary lens.